Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during sleep. The patient replaced the infusion set and insulin was resumed successfully. No further information available.